Event description:
According to the reporter, after the right kidney ablation procedure, the patient had 2nd degree burn caused by the pad, size of 0.5 cm located on the inner surface of the right thigh and right scrotal region. The treatment done to burn was being monitored and carried out with silver sulphadiazine.

Manufacturer narrative:
Additional information: b5, g3, h6 (added fdp and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after ablation procedure, the patient had burn.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection noted a picture of the pad on the patient was shown. The position location of the pad could not be determined. The second photo showed discolored skin. The skin appeared to be blistered. It was reported that the patient had 2nd degree burn caused by the pad. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: plan the placement of the patient return electrode(s): plan the placement of the patient return electrode(s) with longer edge towards the ablation site. If two electrodes are used, select positions for the patient return electrodes that are equal distance from the treatment area. Select a muscular, well vascularized, convex area for patient return electrode application. Avoid scar tissue, bony prominences, excessive adipose tissue, and areas where fluid might pool. Ensure the patient return electrodes do not overlap or touch each other. Do not position patient return electrodes between the patient and table. The patient return electrode site should be free of excessive hair. Remove hair from the selected application site in accordance with the policies of your facility. Clean and dry the application site as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, fdp) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after right kidney ablation, the patient had 2nd degree burn caused by the pad, size of 0.5 cm located on the inner surface of the right thigh and right scrotal region.